Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011: inratio: 1.4, lab: 5.x. Date: (B)(6) 2011 - 1.3. Date: (B)(6) 2011 - physician's inratio meter inr=3.7; says physician's meter is identical to her meter. Pt self tester was not sure of exact lab value. Pt was instructed by physician to withhold coumadin for one day. Technical service rep discussed interferences per tb 104 and causes of unexpected results per package insert. Explained pain medications, anemia, and kidney disease can be interferences with testing on inratio system.

Manufacturer narrative:
Investigation pending.